Event description:
Patient presented to the physician with neurapraxia symptoms, including slurred speech, right-sided tongue deviation, difficulty swallowing, and difficulty chewing. Physician brought the patient into the or, explanted the ipg and stimulation lead, and closed. At the physician¿s discretion, the existing sensing lead was abandoned.